Event description:
It was reported that the catheter did not indicate the temperature properly on the day of use. Per email received from the ibc representative on 16-oct-19, the product displayed an incorrect temperature.

Manufacturer narrative:
Evaluation found that the returned catheter could function as normal. No abnormalities were noted on the returned catheter. This product received 100% of continuity test, 100% of accuracy test and 100% of criticore test in the facility prior to shipping. Therefore, the reported event is unconfirmed based on the investigation findings. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[directions for use] 1. Method of use the device is intended for single use only and is not reusable. 2. Precautions for use 1) to secure a sterile field for the procedure, spread a clean wrapping paper. 2) place waterproof sheet beneath patient¿s buttocks. (Fig. 1) 3) put on sterile gloves. Open tray and place it on the wrapping paper."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter did not indicate the temperature properly on the day of use. Per email received from the ibc representative on 16-oct-2019, the product displayed an incorrect temperature.